Event description:
On (B)(6) 2012, the physician reported that the patient was in his clinic and high impedance was observed on both system and normal mode diagnostic tests. The patient's device was programmed off in order to prevent erratic stimulation from possibly developing. The physician stated that he did not know if x-rays would be taken and no other information was provided. Attempts for additional information have been unsuccessful.

Event description:
It was reported that the patient underwent lead replacement surgery on (B)(6) 2013. It was reported that the device was discarded and will not be returned for analysis.

Event description:
The generator was also replaced on (B)(6) 2013.

Event description:
As the patient was referred for surgery, surgery is likely but has not yet taken place.

Event description:
A review of the patient's programming history found the most recent diagnostic results and settings from (B)(6) 2012. Attempts have been made for additional information; however, they have been unsuccessful. No additional information has been provided.

Manufacturer narrative:
Describe event or problem, corrected data: inadvertently did not include on follow-up report #5 that the generator was also replaced during the surgery.

Manufacturer narrative:
Device failure is suspected, but did not cause or contribute to a death or a serious injury.

Manufacturer narrative:
Analysis of programming history.

Manufacturer narrative:
Based on the additional information received from the programming history review in supplemental report #1, the date of the event should have been corrected but inadvertently was not.

Event description:
On (B)(6) 2013, the nurse practitioner called the manufacturer requesting information on electrode placement to perform evoke monitoring to determine the integrity of the lead. During the call, the nurse stated that she disabled the patient's device that day and no x-rays are being ordered to be performed at this time. The nurse stated that the patient would be referred for lead revision; however, no surgery or consult date has been scheduled. No additional information was provided.